Manufacturer narrative:
This part is not approved for use in the us, however, a like device with part# 1606000500, 510k# k113174 and upn (B)(4) is available for sale in the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rod broke at the left side of l3/4 post-operatively. Patient underwent oblique lumbar interbody fusion at l2-5 and pedicle screw fixation at l1-s2ai for replacement of rod.